Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving high voltage therapies from their implantable cardioverter defibrillator. Upon interrogation, it was noted that inappropriate shocks were delivered for a supraventricular tachycardia that was misinterpreted as a ventricular tachycardia. Programming changes were made and the patient was given medication. The patient was in stable condition throughout.